Event description:
The cardiopulmonary bypass was uneventful until after cross clamp removal, when there was a sudden oxygenator failure. It appeared as though the membrane had wetted out. Venous saturation dropped and the blood became darker & darker. The perfusionist opened the recirc line, increased forane delivery, stopped warming, and anesthesia gave fentanyl. Pao2 was 65 mmhg. Blood flow was good, pvo2 was 40 mmhg, and ph was 7.43. Co2 transfer was not affected. Rather than change out the oxygenator, a second oxygenator was added to the recirc line and po2 immediately increased into the 400"s. Patient was on bypass for almost another hour and was weaned off the pump without difficulty. The chest was left open and there was a lot of necrosis. Patient left the o.r. On iabp support and expired in the ICU on saturday.

Manufacturer narrative:
The item purchased by the customer is a custom perfusion pack containing a blood oxygenator also manufactured by cobe cardiovascular. The issue reported was with the blood oxygenator inside the pack. The catalog # and expiration are for the custom perfusion pack. The serial number is from the oxygenator itself. Laboratory analysis of the returned oxygenator revealed that the membrane was contaminated with biological material. Initial gas transfer testing on the contaminated device showed a significant reduction in oxygen and carbon dioxide transfer capability. A second gas transfer test was performed after the oxygenator blood pathway was soaked in a bleach solution to dissolve away the biological contamination. The gas transfer efficiencies returned to near normal values, suggesting the incident observed clinically was due to a hematological deposition likely caused by the patient's observed pre-bypass clotting problem. This biological deposition on the oxygenator membrane resulted in reduced gas transfer performance. No defect was found in the oxygenator.